Event description:
(B)(6), claims they are running a full wash/disinfect cycle but the washer printout shows wash only.

Manufacturer narrative:
Investigation revealed that there was a wash only cycle used to process a scope, evident from the print out retrieved from the center. The cu tech requested that the scope be quarantined and re processed but the center's staff was not sure the scope could be retrieved. The cu tech also noted that the safety key cover (wash only) was missing. The safety cover was replaced. At this time the (B)(6) could not respond to our two questions: can you provide custom ultrasonics inc with written verification that the aforementioned instruments that were only "washed" were quarantined and known not to have been used on any pts' can you provide custom ultrasonics inc with written verification that the system 83 plus's dos-based computer database did not repeatedly record "wash-only" cycles throughout any given day during the past few months, but were instead routinely followed by a "wash-disinfect" cycle? To date custom ultrasonics inc did not receive f/u to these questions, the medical center's investigation is ongoing. Custom ultrasonics inc agreed to work with the center to complete their analysis of the incident if necessary, as of this date the center reported no help was necessary. There may be a potential for increased risk associated with this breach. There has been no reported injuries.